Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atm for 30 seconds. The device was removed from the patient's body immediately and the procedure was completed with a different device. No patient complications were reported.